Event description:
The following was reported: revision - a broken exeter stem. Update : need for revision discovered when patient had a fall in early (B)(6) 2023 and initially presented with knee pain. Pain continued and her hip was eventually x rayed and fractures stem discovered. Minor fall, not significant high energy trauma. Just a bit of a stumble. The fractured stem was removed by making a small lateral cortical bony window and using a high speed metal burr to create a divot and the fractured distal part of the stem was punched upwards out of the canal. Then the cement mantle was burred to accept a new exeter stem and an in cement revision was performed.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported. The event was confirmed via evaluation of the returned device. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that surface deformation is consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The damage is consistent with fatigue accumulation in the stem as ultimately ending in a fatigue fracture of the stem requiring revision. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the stem. Visual inspection of the returned device indicated that surface deformation is consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. The damage is consistent with fatigue accumulation in the stem as ultimately ending in a fatigue fracture of the stem requiring revision. Further information such as pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is likely that patient trauma contributed to the event as it was reported that the patient's pain began following a fall. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available.

Event description:
The following was reported: revision - a broken exeter stem.